Event description:
The patient was seen in clinic again and a magnet diagnostic test was performed. All values were within normal limits. Based on the events reported and the data review, it can be understood that magnet swipe was not registered and magnet was used in session after the programming changes to check the patient tolerability for the stimulation, enough time would have passed to allow the normal mode stimulation to be completed and the magnet diagnostics was initiated in-session, generator has not detected the magnet swipe and reported the last delivered output current and the resultant diagnostics reported output current as high as the magnet mode current is lesser than the last peak output current delivered. This is not an anomaly with the functioning of the generator and the programming software, the sequence of events occurred lead to this error. System diagnostics were fine, indicating that device is functioning fine. The device history records for the generator were reviewed. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution.

Event description:
It was reported that the patient was then seen in clinic and a magnet diagnostic test was performed which resulted in a high output current alert. The system diagnostics test was within normal limits. Tablet data was collected and reviewed. Based on the data available, the cause of the high output current could not be determined. No other relevant information has been received to date.